Manufacturer narrative:
Return requested. Replacement 19in. Monitor shipped to site 01/03/2017. Medtronic investigation of returned suspect 19in. Monitor confirmed the reported problem. Video would go black momentarily then come back up at intermittent times. Malfunction, no image. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 01/05/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Surgeon monitor hardware test failed. Although monitor would turn black intermittently, navigation continued to be accurate. Patient and procedure were not affected. Navigation system monitor, cables, and monitor power supply were replaced. System operating as intended. No further issues to report. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose and throat (ent) procedure, the site's navigation system surgeon monitor blinked to a black screen for a moment. This intermittent issue occurred while the surgeon was navigating. In trouble-shooting, confirmed that all video cables were properly seated. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.